Event description:
In the nicu, the IV set on an infant was found to have cracked tubing at the filter which caused a leak. The IV line patency was maintained. There was no patient harm and no medical intervention was required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). Customer stated that the set will be returned. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.